Event description:
It was reported that the arthroplasty was revised due to infection. The femoral, tibial and patellar components were revised. The components were implanted in situ for 0.25y. The patient presented a score of 2 three months prior to revision surgery and a maximum score of 2 since implantation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it was been requested. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 7115-0005 lot#vmjmjd description: series 7000 standard tibia. Cat# unk lot#unk description: patellar component. Cat# 80-4407l lot# vj6mjd description: scorpio nrg cr femoral component left #7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.